Event description:
Excessive grabbing and incomplete cutting of tissue for these cook serrated forceps used in the colon led to hematochezia and presentation to the ed. Random colon biopsies were obtained with a serrated cook forceps device. There are concerns regarding excessive pull on the tissue, incomplete cuts, and development of hematomas. The pull on the tissue was such that the forceps pulled the mucosa all the way back to the endoscope channel, having me alter my approach on using these. Even so, the cut of the mucosa was incomplete. Notable hematoma formation. The patient presented to the ed because of excessive concerning bleeding. The patient was not anemic and was followed clinically as an out patient. No transfusion was required.